Manufacturer narrative:
Continuation of d10: product ID (d-evolutfx-2329); product lot/serial number (unknown); product type: (0195-heart valves). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, after deploying the valve to 80%, a distortion of the valve strut was observed, suggesting poor expansion. The physician took a period of time to monitor the situation; however, no improvement was observed. The valve was not implanted, and a new valve was successfully placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received, enclosed in three ziplock bags in a specimen jar, with no solution. All leaflets were flexible with no signs of leaflet damage. Leaflets 1 and 2 were in the closed position, while leaflet 3 appeared open. All commissures appeared intact. Several bent struts were observed around the overall outflow of the valve, which appears consistent with frame misalignment during loading the valve onto the delivery system. The valve was submerged in a warm (37°c) saline bath. A validated production inspection fixture was used to verify the frame size diameter. The inflow crowns appeared to touch the inner diameter of the black limit. Updated data: d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.